Manufacturer narrative:
The customer's glidescope core 15-inch fhd monitor was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned device but was unable to replicate the reported issue. Visual inspection did not identify any physical damage. The tsr charged the monitor to 82 minutes and operated for 30 minutes without experiencing premature shut down. The device passed verathon's device functionality testing and confirmed to be within specification. The monitor contains an internal lithium-ion battery. Per device labeling, battery capacity may decrease over time and with repeated charge/discharge cycles. The glidescope core operations & maintenance manual (omm) instructs users to verify sufficient battery charge prior to use and perform a functional check before clinical use. The omm also describes battery status indicators and associated battery life. Additionally, users are advised to ensure alternative airway management equipment is readily available. Upon completion of verathon's device evaluation, the monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor trends.

Event description:
A customer reported that while using a glidescope core 15-inch fhd monitor, the device unexpectedly shut down during a patient procedure. No delay in procedure, use of a backup device, or harm to the patient was reported. Following the reported event, the facility's biomedical engineering representative was unable to reproduce the reported issue and indicated that the battery was maintaining a charge of approximately 81 to 82 minutes.